Manufacturer narrative:
The drill was received by the manufacturer, however, the complaint could not be replicated because, the device had no power and would not activate. Internal components were evaluated and the motor assembly was found to be damaged and non-operational. The cause of the damage is unk. Additionally, corrosion was found within the bearings and rotor assembly. The presence of corrosion can lead to increased friction among rotating components, which can result in heat generation. The motor assembly, rotor assembly, and bearings were replaced and additional preventative maintenance was also performed. The device was returned to the user facility.

Event description:
It was reported that the drill heated up. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.